Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module energy device (pmed). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the 8 mm harmonic ace instrument was not working. The customer stated that the harmonic ace instrument not working correctly. The technical support engineer (tse) went over the testing functions per the user manual. The customer stated that they did not have the external foot pedals connected but even after doing this, the surgeon was unable to activate energy. The tse inquired if they had any blue leds on the pmed where the cable is plugged into. The customer stated that they did not have any blue leds at all. The customer was able to locate a different cable but even after swapping this out, no blue led was present on the pmed and the surgeon was unable to activate energy. The customer also stated that they swapped out the harmonic ace twice but the issue remained. The tse recommended a system power cycle to see if any pmed indication was showing up. The customer performed this and a hard power cycle on the vision side cart (vsc) but the issue persisted. The surgeon proceeded with the case using the vsc and syncroseal but the site would like the field service engineer (fse) to schedule maintenance. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the personality module energy device (pmed) for failure analysis investigation. The instrument was analyzed and, in the system, event logs, no data was found to indicate the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The pmed was installed onto a system where the component functioned as expected. The system started up without any error. The test was performed with instruments, and all ports were fully functional. All ports were tested and energized with no faults identified.

Event description:
Refer to h11 for follow-up information.